Event description:
The customer reported, the system will not boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the ccd camera. System operates as intended.